Event description:
Customer reported experiencing cartridge alarm 30 on several occasions. Exact blood glucose level due to the issue was not specified, but previous results indicated a "high" reading. Customer managed the high blood glucose by changing the cartridge, resuming insulin, and administering a bolus using the pump. No external assistance was required and the issue did not occur during cartridge loading. Customer successfully resumed insulin therapy, and the issue was resolved.